Manufacturer narrative:
The device was assessed onsite by an olympus field service engineer (fse). The fse pulled drain hose out and tie wrapped to drain grate, to prevent a vacuum effect. The fse did not notice an increase in liquid level in the disinfectant tank during operation. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported the drain hose was far down the drainpipe and this may have caused a vacuum effect. This event occurred during reprocessing involving an olympus reprocessor. There was no reported patient involvement.